Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2024, the system was shaking. A field engineer examined the equipment and found that 3 out of the 8 bolts related to the vta assembly had sheared off and broke off. The system was shutdown and the pieces were replaced. The vta gantry's vertical travel assembly was replaced. After replacement the system passed tests and met the manufacturers specifications. No patient or staff injury reported. The system met the manufacturer´s specifications.

Manufacturer narrative:
An investigation was performed. The customer reported the system is shaking during tomosynthesis. The field engineer (fe) was dispatched to the customer site and noticed the vta screws were loose and that 3 out of the 8 screws had sheared off. The fe replaced the vertical travel assembly resolving the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the vta was replaced. The vta was not returned for investigation. The cause of the system shaking was due to the loose and broken vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in a CAPA future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints were found related to system shaking. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. System product code: sdm-sys-9000-3d, serial number: (B)(6), system manufacture date: 6/19/2017, system installation date: 6/30/2017, unique device identified (UDI): (B)(4).

Event description:
Investigaiton results pending.